Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter was seen to be kinked bent from 112cm onwards and the catheter tip was seen to be broken/fractured. Functional inspection was not carried out due to condition of returned device. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. This can confirm the as reported and as well as the as analyzed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure of acute ischemic stroke case, the patient's blood vessel were so tortuous that it was difficult to enter a catheter to perform thrombectomy at mca . To penetrate the blocked blood vessel, the physician used competitor product twice but was not able to perform thrombectomy. Then the physician used a microcatheter (subject device) to treat cerebral infarction. During the procedure, the distal part of the subject microcatheter was cut off and the maker band on it was partially cut off. The cut off portion of the marker went to the blocked mca thrombus side of the patient's blood vessels. The physician could not retrieve the broken portion of the maker and finished the procedure. No further information is available.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure of acute ischemic stroke case, the patient's blood vessel were so tortuous that it was difficult to enter a catheter to perform thrombectomy at mca. To penetrate the blocked blood vessel, the physician used competitor product twice but was not able to perform thrombectomy. Then the physician used a microcatheter (subject device) to treat cerebral infarction. During the procedure, the distal part of the subject microcatheter was cut off and the maker band on it was partially cut off. The cut off portion of the marker went to the blocked mca thrombus side of the patient's blood vessels. The physician could not retrieve the broken portion of the maker and finished the procedure. No further information is available.